Event description:
It was reported that there was out of range impedances with the range being 50 ¿ 20,000 ohms. Impedances were greater than 20,000 ohms. Battery longevity was estimated and the battery life from date of implant was 12 months and the estimated battery life currently remaining was 0. The longevity estimates were based on one set of parameters used across the life of the battery. The estimates calculated conflicted with what was known about current battery longevity. This could be due to many variables including programming changes made by the clinician over time, parameters changed made by the patient and changes in stimulation use since implant.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, product type: programmer, patient. Product ID neu_unknown_lead, product type: lead. Product ID neu_recharger_acc, product type: recharger. (B)(4).